Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the health care professional had determined that the initial implant pocket was made too medial and the patient was experiencing pocket site pain. A pocket revision was performed on (B)(6) 2021 to move the pocket more laterally.